Event description:
Hill-rom received a report from the account stating the red quick release hook handle was broken. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The red plastic on the quick release hook was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The account replaced the quick release hook to resolve the issue. Based on this information, no further action is required.